Event description:
Boston scientific crm received information that this 1270 device had loss of capture (loc) observed in unipolar and bipolar mode. The device battery status was end of life (eol) and pacing at vvi 50 paces per minute (ppm). The right ventricular (rv) lead was unable to capture with the pacing system analyzer (psa) in unipolar and bipolar modes. Under fluoroscopy it was determined that the rv lead was dislodged. A new s603 device was attempted with the chronic rv lead and impedance measurements of > 2500 ohms were reported, however the device was not in the pocket yet. The rv lead was pulled out of the device header and was surgically abandoned. A new 4136 lead was successfully implanted with the s603 device and all measurements were within normal limits.

Manufacturer narrative:
To date, no adverse patient effects were reported. As of today, the s603 remains implanted and the other products have not been returned for analysis. If returned, or if additional information becomes available, this event will be updated. The lead was later returned with the distal tip missing. The returned segment appeared extremely stretched. The cathode conductor coil was fractured approximately 61 cm from the terminal pin at a location where the coils were kinked possibly from a grabbing tool during the explant procedure. Setscrew marks were also noted on the terminal pin and ring assembly. Resistance testing did not pass due to the fracture. The field observations were not confirmed in analysis, but the damage to the lead appeared to be surgically induced.